Manufacturer narrative:
Information initially received by united therapeutics drug safety on (B)(6) 2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on (B)(6) 2025, stated that the patient presented to the emergency room because they had run out of remodulin and one of their remunity pumps was not functioning as intended. Additional information received on (B)(6) 2026 stated that the patient had run out of remodulin and was hospitalized. Efforts to obtain further information relevant to the reported event from cvs specialty pharmacy were unsuccessful. Due to the lack of additional information, it is unclear whether the reported hospitalization is related to the use of the remunity system. Therefore, this event is being reported as a malfunction (h1) and the report type (b1) has been selected as product problem and adverse event (hospitalization) out of an abundance of caution. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 30-dec-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 31-dec-2025. It was reported that the patient presented to the emergency room because they had run out of remodulin and one of their remunity pumps was not functioning as intended. It was further reported that the patient expressed confusion and was unaware that a backup remunity pump was available for use. The patient was hospitalized and re-titrated to their target remodulin dosage. No further details regarding the specific device issue were provided.